Event description:
It was reported that the patient had a bad fall and fractured her pelvis and was currently bedridden in a nursing home. As a result the patient experienced less than 50% therapy relief on the side where the implant was and at the lead location as well as being in acute pain. The manufacturer¿s representative (rep) stopped by the nursing home where the patient was to perform an impedance check and reprogram around the non-functioning electrodes. Impedance testing showed an impedance issue of high impedances with two electrodes on 0-3 being out of range. No further actions or troubleshooting was planned at this time as the patient was not well enough to make it to an appointment. At the time of the report the patient was alive with injury, but as doing as well as she could be in her condition. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v572095, implanted: (B)(6) 2011, product type: lead; product ID 3888-56, lot# v572095, implanted: (B)(6) 2011, product type: lead; product ID 3888-56, lot# v572095, implanted: (B)(6) 2011, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).